Manufacturer narrative:
(B)(4). This report for a check patient line alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a check patient line alarm with the homechoice (hc) machine during fill 1. The home patient (hp) stated the patient line was full of air. The hp stated the clamp was closed on the patient line since the start of prime. The technical service representative (tsr) assisted the home patient (hp) to end therapy early. The tsr advised him to start over with new supplies and notify his peritoneal dialysis nurse of the event. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp did notify her of the event and stated the hp was doing well on therapy. There was no patient injury or medical intervention reported.